Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to an emergency room on (B)(6) 2025 due to hyperglycemia and bent cannula event. Blood glucose level was 472 mg/dl at the time of the event. Patient got treated with intravenous (IV) and fluids of saline. The duration of hospitalization was for 4 hours. Patient was also found positive for high ketones level. Patient was released from the hospital on (B)(6) 2025. No further information available